Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 69837 with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes the plastic of the tubes looks different. Next to this they are experiencing red cell hang up and fibrin strands.